Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an error code e237, foreign objects in the suction cylinder, forceps channel port and in the channel tube, and residual liquid or foreign material came out of suction connector of endoscope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.